Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that following the implant of an artificial urinary sphincter, it was quickly realized that the pressure regulating balloon (prb) was no longer positioned in the correct place due to the visual evidence of a bulge below the incision on the abdomen along with the patient discomfort. After thorough evaluation, it was decided that the prb would be either repositioned or replaced. During the surgery it was decided that the prb could not be salvaged due to the length of the tubing. A new prb was implanted and connected to the remaining components. The patient fully recovered.